Manufacturer narrative:
The sureform 60 blue reload was analyzed. The reload was found to have lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there was 1 lodged staple ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There were no cartridge damage and no blade damage to the knife observed. No firing failures were found in the logs. The probable root cause of the lodged staple in the reload is attributed to damage during use, which may result from, but not be limited to, an accidental drop of the instrument, an inadvertent collision with other instruments or hard surfaces, and user operation. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument and a blue reload accessory were retuned. The sureform 60 stapler instrument was analyzed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clamp and fire test. No failures were found in the logs. The instrument was fully functional; no product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. .

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument would not release from the tissue completely. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.